Event description:
During a procedure for antibiotic therapy, the guide wire was not able to be retrieved from the PICC line in the basilic vein. No other information is available about this event. The pt status is rpeorted as satisfactory/good.